Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 226140002, implanted: (B)(6) 2010, product type accessory; product ID 3387-40, lot# v003450, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot# v003450, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the patient's battery depleted and she became paralyzed and ridged the day prior to the report. It was noted that patient's health care provider (hcp) had known about the need to replace the device since august. It was further reported that the hcp replaced the device. Additional information was requested but was not available as of the date of this report.